Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on (B)(6) 2009 the patient was presented for x-rays of lumbar spine. Impressions: mild degenerative changes which have increased compared with previous examination. On (B)(6) 2009 the patient underwent MRI of the lumbar spine due to low back pain. Impressions: 1) at the l4-l5 level there is a broad disc bulge with radial tear effacing the ventral thecal sac producing mild central canal stenosis and no significant neural foraminal narrowing. 2) at the l4-5 level, there is a broad disc bulge eccentric to the right with a right para central focal disc protrusion. This produces effacement upon the ventral thecal sac and probable encroachment upon the s1 exiting nerve root. 3) at the labeled l1-2 level there is a small right paracentral disc protrusion effacing the ventral thecal sac producing no significant central canal stenosis or neural foraminal narrowing. On (B)(6) 2009 the patient was presented for office visit with low back pain. Assessment: 1) low back pain, 2) degeneration of lumbar disc, 3) lumbar spondylolisthesis, 4) bulging lumbar disc. On (B)(6) 2009 the patient was presented for office visit with low back pain. The patient underwent CT scan of lumbar spine. Impressions: lumbar-sacral spine this shows the arthritis at l4-5 and 51 retrolisthesis of 45 and encroachment upon the neural foramen at 51. The patient also underwent xrays of the lumbar spine. Impressions: degenerative changes: significant moderate joint space narrowing. He has some collapse at l4-5 and retrolisthesis as well there is no evidence of gross instability with flexion and extension views. On (B)(6) 2009 the patient underwent a surgery. Preoperative diagnosis: spondylosis 4-5, 5-6, mechanical low back pain. Procedures performed: bilateral l4-ls and ls-s1 decompress laminotomy and medial facetectomy, foraminotomies and micro discectomies using microscope. Posterior lumbar interbody fusion l4-l5 and l5-s1 using peek cages x4 at l4-l5 and l5-s1 with morselized autograft from same incision and bone morphogenic protein, and using c-arm and pedicle screw fixation l4 to s1 using c-arm. Perop notes: after making incisions and conducting laminotomies and medial facetectomy at 4-5 and 5-1 levels nerve decompression was carried out. Then brought the c-arm in an cages were placed at 5-1 first and dilated up to 10mm using the system, and then used a small and medial cutter on the opposite side and then the chisel was used to repair the endplate and then pituitary rongeurs were used to further clean out the disc space. I then placed some of the bone that we had harvested and ground up and had been soaking in his own blood and was morselized, and then placed this in first on the patient's left side at 5-1 and then advanced a cage with a half of bmp soaked sponge with some of his bone on either side of it advanced in under c-arm guidance protecting the nerve roots. Did the exact same procedure at 4-5 and used 10 x 22 cages, two in 4-5 and two in 5-1. C-arm showed excellent placement of these and then placed pedicle screws l4, l5 and s1. Used a 6550 on the left at l4, 6540s on the right at l4, and at l5 bilaterally, and used 75 x 40s bilaterally at s1. Used 7 cm rods, those are peak rods and secured them in standard fashion and compressed at each level with a compressor and then tightened down the screws, and then broke off the top hat in the standard fashion. On (B)(6) 2009 the patient was discharged from hospital in stable condition. On (B)(6) 2009 the patient was presented for office visit. Assessment: low back pain. On (B)(6) 2010 the patient underwent CT scan of lumbar spine. Spinal fusion at l4-l5 and l5-s1 with bilateral pedicle screws and cage fusion devices noted. There appears to be solid incorporation of the fusion through the disc spaces and no evident impact on neural structures. On (B)(6) 2010 the patient was presented for office visit with low back pain. Medications were reduced and co ntinuation of physical therapy was suggested. On (B)(6) 2010 the patient was presented for office visit with low back pain. The patient underwent xrays of lumbar spine. No complications were reported. On (B)(6) 2010 the patient was presented for office visit due to low back pain. Current problems: bulging lumbar disc, congenital spondylolisthesis, degeneration of lumbar disc, low back pain, lumbar spondylolisthesis, major depression. He underwent x-rays of lumbar spine. Impressions: post-operative changes shows that the instrumentation effusion from l4-s1 flexion-extension views show no gros s evidence of instability. No complication was reported. On (B)(6) 2010 the patient underwent CT scan of the lumbar spine. Impressions: spinal fusion at l4-l5 and l5-s1 with bilateral pedicle screws and cage fusion devices noted. There appears to be solid incorporation of the fusion through the disc spaces and no evident impact on neural structures. On (B)(6) 2010 the patient was presented for office visit due to pelvic pain. Assessments: 1) hematuria; 2) suprapubic pain; 3) post void residual. The patient continues to have low back pain. The patient underwent CT scan and MRI of lumbar spine. On (B)(6) 2014 the patient underwent CT scan of the abdomen and pelvis due to chronic right groin pain. R/o inguinal hernia. Impressions: 1) the liver is fatty infiltrated and enlarged with a prominent left hepatic lobe extending within the left upper quadrant anterior and superior to the spleen. 2) there was a 2.3 mm non-calcified nodular density seen within the basilar and lateral right middle lobe. Clinical correlation along with consideration for CT thorax follow-up within 6 months would be recommended to further evaluate and to demonstrate stabi1ity in this regard. 3) there are scattered nonspecific lymph nodes through the retroperitoneum about the para-aortic an intra-aortocaval margin ranging in size from a few millimeters up to 1.2 cm. Clinical correlation with borderline retroperitoneal lymphadenopathy of uncertain significance would be recommended along with CT abdomen and pelvis series follow-up. 4) degenerative changes of the visualized spine are seen along with sequelae of prior posterior spinal fusion from l4 through s1 with bilateral pedicle screws at each of these levels in addition to vertical stabilizing struts and interposition devices. No gross fracture or loosening of the hardware components seen, although correlation with the exact previous surgical history would be recommended. 5) no free fluid is otherwise appreciated throughout the abdomen and pelvis.